Manufacturer narrative:
Occupation is company representative (field service engineer). The meter and test strips were requested for investigation. The meter and test strips were provided for investigation where they were tested using retention controls: testing results (qc range = 2.6 - 3.2 inr): qc 1: 2.6 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The result alleged by the customer of 4.8 inr was observed in the meter¿s patient result memory with a date of (B)(6) 2020. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for (B)(6) patient tested with coaguchek xs plus meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 10:01 a.m. Was 4.8 inr. The result from the laboratory within 1 hour was 3.5 inr. The patient¿s coumadin dose was adjusted based on the lab result which was believed to be correct. The patient¿s therapeutic range was not provided.